Manufacturer narrative:
Date of birth: birthday was not provided (B)(6) was used based on patients age. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after centrifugation with a bd vacutainer® cpt¿ cell preparation tube with sodium heparin there was poor barrier separation of sample. The patient impact was not reported. The following information was provided by the initial reporter: it is reported customer is experiencing specimen quality issues.

Event description:
It was reported that after centrifugation with a bd vacutainer® cpt¿ cell preparation tube with sodium heparin there was poor barrier separation of sample. The patient impact was not reported. The following information was provided by the initial reporter: it is reported customer is experiencing specimen quality issues.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to poor barrier separation were observed. 3 retention samples provided in the complaint and 1 control tube were drawn with horse blood, mixed, stood at room temperature for 30 minutes, before being centrifuged at 3450rpm for 10 minutes, using an mse mistral 1000 centrifuge. All 4 tubes were found to have good gel separation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.